Event description:
During an unrelated procedure, the right atrial (ra) lead was intraoperatively dislodged. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.